Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 302 mg/dl. Customer was concerned they had over bolused; however, troubleshooting showed the intended amount had been requested and delivered. Customer was given blood tests, an electrocardiogram (EKG) and had vitals checked. At the time of the report to tandem technical support the customer was still admitted to the ER and declined further follow up. Recommendation was made to consult with a healthcare provider regarding diabetes management.